Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found a leak from instrument channels, fluid invasion on the scope connector corrosion. The body control unit had fluid invasion and corrosion. The bending section cover glue was peeled. Noisy image after aeration process, and the charged coupled device shrink tube was cut. The investigation is ongoing and follow-up with the user facility is currently being performed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the fluid invaded distal end due to leakage from biopsy channel, and fluid invaded scope connector during device handling. It could have caused an abnormality of the image sensor unit, resulting in no image. However, a definitive root cause for the reported suggested event could not be identified. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, the evis exera iii bronchovideoscope was not able to get video image, no image. The issue was found during preparation before use inspection. There were no reports of patient or user harm associated with this event.